Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: pump was returned with moisture visible through display lens. Leak test failed due to a crack at the top right corner between display lens and pump seal. Opened pump- moisture observed on oled, force sensor plate and on transceiver board. Battery compartment is also cracked from case seal traveling to bumper. A leak was not found at this location. Dim display- letters have a red hue.

Manufacturer narrative:
Follow-up #2 date of submission 12/13/2016-correction to serial #.